Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed compromised force sensor system while she was changing her set. The device was also squirting out insulin during manual prime and has wasted 100 units of insulin. Blood glucose was 268 mg/dl. Customer reported the drive support cap was sticking out and she hasn't pressed it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The insulin pump also had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, and minor scratched display window.